Manufacturer narrative:
The device is past the end of support date and no parts are available to repair the device.

Event description:
The customer reported the device showed a system cycle power error 20003. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.